Manufacturer narrative:
Devices remains in situ per curent information recieved.

Event description:
It was reported that patient underwent "tractus multiple incision procedure" due to "tractus iliotibialis syndrome". Reported outcome is "resolved".